Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation. H4 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 12 years since the subject device was manufactured. Based on the results of the investigation, the foreign material may not have been removed due to improper reprocessing. This is most likely due to leakage from the biopsy channel. However, the root cause of the events could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a hole at the distal tip and when air was blown through the biopsy channel, it dripped a lot of black ink from the tip of the scope. The issue was found during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a leak at the biopsy channel. Additionally, the following were found: distal end plastic cover deep scratches and dents; objective lens large chip; light guide lens with fluid inside large lens/dry after aeration; light guide tube minor surface scratches; and control knob movement/minor play. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.